Manufacturer narrative:
Submit date: 7/8/2016 an investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 07/05/2016 that a customer had an issue with a dialysis catheter. Customer states item number 8888135197 was inserted per IFU and the suture wing came loose from the shaft of the dialysis catheter 5 days post insertion. This allowed the catheter to slide up and down post insertion. Customer alleges sutures were still in place in the patient.

Manufacturer narrative:
A lot number was not available with this complaint and a device history record (DHR) review could not be performed. The sample was returned to the manufacturing facility for analysis and investigation; it consisted of one qplus catheter that presented signs of use. Visual inspection was performed on the sample and revealed that the suture wing was not present with the catheter. The suture wing was not returned for evaluation. Dimensional testing of the area of the suture wing placement in the hub was performed and the measurements were within specification. Manufacturing performed 100% visual inspection for the suture wing and rejects any wing that presents damage. Based on the event description the catheter was in use for 5 days without issue, this would imply the wing was properly placed and the issue occurred after use of the catheter. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that the product was manufactured according to specification and functioned as intended for the reported amount of time. The most probable root cause can be the result of excessive movement or force, sharp objects or aggressive cleaning agents used. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.